Event description:
The customer reported zipper damage on the large access panels, noticed during set up. There was no patient incident or injury reported. The customer couldn't provide any more details. Inspection of the product found the main access window zipper slider body is open.

Manufacturer narrative:
(B)(4) - (zipper damage). Evaluation: results: evaluation of the returned product found that on panel side a the window access zipper slider body is open and two zipper elements are damaged. Window a side zipper insert pin is missing. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).